Manufacturer narrative:
Review of the device's history log observed that the device was switching between pediatric and adult electrodes; however the device was put through extensive testing without duplicating the malfunction. It cannot be confirmed as a device malfunction, as the electrodes were not returned for evaluation. The customer's report that the device was inappropriately switching modes was duplicated and attributed to a faulty main switch on the control board. The switch was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was detecting the attached adult electrodes as pediatric electrodes. The device was also inappropriately switching between defib and monitor modes. Complainant indicated that there was no patient involvement in the reported malfunction.